Manufacturer narrative:
The device was not returned for evaluation. The lot number was unknown. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient received was pneumothorax. Multiple tools were used for biopsy. The physician was able to complete the case successfully. The patient visited ER in the evening on (B)(6) 2019 a pigtail was placed.